Event description:
It was reported that during a coronary stent procedure, the stent dislodged. Pt status is unknown.

Event description:
It was further reported that the lesion was a 75% stenotic lesion in a 4.0 mm diameter proximal left main coronary artery. The physician used a 7f introducer sheath for right femoral artery vascular access and an extra-support guidewire and a 6fjl4 guide catheter to cross the lesion. The lesion had been predilated with a maverick2 monorail balloon. The stent apparently dislodged from delivery system when introduced by physician and embolized. The pt condition was stabilized, then a CABG surgery was performed. The pt's current status is listed as "satisfactory/good."